Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter: during a roux-en-y, the needle became disengaged from the device. A new reload was used to complete the case. No adverse events reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The jaw gap was measured and did not meet specification. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating improper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in toggling the needle. Engineering determined that the guide blade broke during disassembly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the due to the pin lock not properly centered and misalignment of the jaws.. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. This failure mode and complaint mode has been identified as a trend and a process enhancement has been initiated. Should new information become available, the file will be re-opened.